Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that emergency medical services had been dispatched to the patient¿s home on (B)(6) 2026. Per emergency medical services, the patient's blood glucose levels declined to between 35 and 40 mg/dl, while wearing the pod for an unknown duration of time. Symptoms reported include hypoglycemia and disorientation. The patient self treated with peppermints and soda prior to calling 911. Emergency medical services treated the patient with an intravenous sugar solution. Upon review of data from the app during the call, it was determined that the patient¿s blood glucose level was 51 mg/dl at 4:30 on the event date. Emergency medical services remained with the patient for 1 hour during which time the pod was removed from the arm.